Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informs that the equipment shows a battery failure. Equipment pending start-up, being stored in the warehouse. Material order has been placed for the battery. A field service engineer (fse) has been dispatched for onsite service and repair. The investigation is ongoing.

Manufacturer narrative:
The customer replaced battery to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.